Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/27/2020. H.6. Investigation: two photos and twenty five physical samples were provided to our quality engineer for evaluation. Upon inspecting the product, white particles can be observed on the surface of the product as well as inside the packaging. The samples provided along with three retained samples of the reported lot were visually inspected using magnification, the same white particles were found on all samples. A device history review was performed for lot 1805104, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Based on our investigations the particles were identified to consist of tyvek paper which is used in the packaging for this product. These particles can accumulate in the rollers from the packaging line as the paper passes through and likely fell into the blister package before they were sealed. We perform inspections and clearly defined cleaning procedures after production of each lot. A project has been initiated to improve clearance of the packaging lines.

Event description:
It was reported that there was a white powdery substance inside packaging and on device with a bd phaseal¿ protector p14. This occurred on 25 separate occasions prior to use. The following information was provided by the initial reporter: white powdery substance was detected inside the packaging of the p14, mainly around the protective cap. 18 unopened and 7 opened protectors are to be returned, as they visibly have the white substance in it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a white powdery substance inside packaging and on device with a bd phaseal¿ protector p14. This occurred on 25 separate occasions prior to use. The following information was provided by the initial reporter: white powdery substance was detected inside the packaging of the p14, mainly around the protective cap. 18 unopened and 7 opened protectors are to be returned, as they visibly have the white substance in it.